Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: final analysis confirmed complaint of device reset. The root cause of the complaint was due to a power on reset that occurred when the device was charging for capacitor maintenance. The cause of the anomaly was due to over compression of one of the high voltage capacitors during its manufacture. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an alert for long charge time and was in backup operation mode. The device was explanted.